Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional was found fractured. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the following sections were corrected: complaint sample was evaluated and the reported event was confirmed. [42517000505, 62356123] was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.